Event description:
The pet/CT technologist removed the f-18 dose from the pharmacy container and placed it into the syringe shield to inject the patient. When the technologist started to inject the dose into the patients IV line the technologist noticed that her gloves were wet. The technologist did not have any resistance when pushing the dose so she stopped the injection to check if the hub on the IV line was loose. After double checking the patients IV line the technologist inspected the syringe and noticed a long crack down the side of the syringe. Some of the dose was still in the syringe so it was unclear how much of the dose went into the patient. The radiologist was called and the technologist was instructed to start the pet scan to see if any of the dose was present in the patient. The patient did not have enough radioactive tracer in their body to complete the scan. The radiologist and imaging director talked to the patient about being imaged another day. Cardinal health is the radioactive pharmacy that our healthcare system uses. They did an investigation and found no errors were made in the dispensing of the radioactive tracer and did not notice the crack in the syringe upon dispensing. FDA safety report ID# (B)(4).